Event description:
It was reported the patient stopped feeling stimulation a couple days prior. A loss of therapeutic effect was noted. The night prior, the patient tried using their programmer after changing out the dead batteries and the poor communication screen was seen. The patient was unable to make adjustments both with or without the antenna attached. It was later reported on (B)(6) 2015 that patient was not able to make adjustment both with or without antenna attached and had no stimulation sensation. It was indicated that patient programmer could only read current program and not have additional programs. The patient could not get it to respond to the stimulator. The patient stated nothing was coming up on the screen right presently. The patient stated that changed the batteries about 3 weeks ago and stated that the programmer turned on but would not synch up with antenna attached. The patient then tried without the antenna and it beeped with poor communication screen. The patient stated this had been going since (B)(6) 2014. The patient met with managing health care provider (hcp) end of (B)(6) 2014 and asked managing hcp about stimulator (ins) being dead inside of him and hcp reviewed with patient that he would need to get an ins replacement. The patient reported that last time he felt stimulation was about 4 months ago and has a follow up appointment next wednesday with his managing hcp. Additional information received on (B)(6) 2015 that patient had greater than (B)(6) of symptom reduction. It was noted unknown if device related and no reprogramming was reported needed. It was reported suspect primary battery failure and surgery scheduled to replace battery. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v601542, implanted: (B)(6) 2011, product type: lead. (B)(4).